Event description:
Boston scientific received information that the patient presented to the emergency room with right ventricular (rv) loss of capture and an escape rhythm of 35 bpm. Upon interrogation the right ventricular (rv) lead exhibited no capture at maximum output and the daily measurement revealed high out of range pacing impedance measurement for the last two weeks. A fluoroscopy image determined that the rv lead was fractured in the pocket. Subsequently the lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.